Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead post-operatively exhibited high undefined pacing impedance. High undefined impedance was also noted on the defibrillation coils of the right ventricular (rv) lead. The cardiac resynchronization therapy defibrillator (crt-d) was excised from the pocket. The leads were disconnected and reconnected to the crt-d without issue and impedance measurements were within normal limits. The crt-d and leads remain in use. No patient complications have been reported as a result of this event.